Event description:
It was reported that the user experienced repeated restart alerts associated with an alert 38 motor stall on the ilet pump, with blood and skin irritation noted upon cartridge removal, and the user performed a site-only change without full supply replacement, after which no alerts were reported initially but restarts recurred; the device problem aligns with failure to infuse and involves the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem associated with stalled motor events consistent with a failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.